Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump pocket site was infected, and pus was further noted. The patient was hospitalized in regards to bacteremia. The pump was noted as still remaining implanted. Patient outcome was not provided. The medication in the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j11325r20, implanted: 2002 (B)(6), product type catheter. (B)(4).